Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would power off during use and was displaying the battery indicator symbol. The sr. Medical surveillance specialist sent a letter requesting the patient call back, as the smss was unable to reach her by telephone. For an unspecified time period, the patient noted the reported meter would display the battery indicator symbol and would power off during the test; she did not obtain a blood glucose reading. At some point after this meter issue began, the patient experienced the symptoms of 'hypoglycemia'; no specific symptoms were provided. The patient was unable to state whether or not she received any treatment for her symptoms. It would have been helpful to determine the date the power issue began, what actions the patient took regarding her diabetes due to the power issue, the date/time of onset of symptoms, her specific symptoms, if the patient received any treatment, if her blood glucose level was tested by another method, her medication regimen, her expected readings, and the frequency of testing. Troubleshooting revealed this was not a new meter, there had been no abuse of the product, and the patient had not replaced the meter's battery as recommended by the manufacturer. According to the owner's booklet for this meter, the meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient did not replace the meter's battery as recommended. The patient allegedly experienced symptoms suggesting hypoglycemia after she was unable to test her blood glucose levels due to the meter's power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.